Event description:
It was reported that during the implant procedure, the fixation screw would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the defibrillator conductor was distorted, the outer insulation was torn, there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.